Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that there was evidence of moisture behind the display screen. It was alleged that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/02/2014 with the following findings: a review of the pump¿s black box data could not be conducted due to the pump¿s moisture damage. During testing, the pump powered on with functioning auditory features and no vibratory features; therefore, the power complaint could not be duplicated. The pump was returned with visible evidence of moisture behind the display lens. The battery compartment was observed to be cracked, and the leak test failed due to a battery compartment leak. The returned battery cap was able to fully secure onto the pump. The pump was opened and moisture damage was found on the internal components of the pump. Unrelated to the initial complaint, the display screen was blank, the audio bolus button cover was missing and the keypad cover was torn. The keypad buttons could not be investigated due to moisture damage. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.